Event description:
On (B)(6) 2013 the patient contacted animas alleging that on (B)(6) 2013 she was hospitalized for elevated blood glucose (bg) around 500mg/dl with severe vomiting, confusion, and disorientation. The patient stated that she had the flu virus and that was the cause of the bg excursion. The patient stated she was treated in the ICU with an insulin drip and was discharged from the hospital on (B)(6) 2013. The patient stated that her bgs remained elevated while in the hospital on the insulin drip, and that she was still vomiting when she was discharged. The patient was reportedly sent home on insulin pump therapy, but that within four hours of being discharged she was back in the hospital with bg over 400mg/dl with heart racing and muscular/stomach pain. The patient was reportedly kept in the hospital until (B)(6) 2013. The patient was reportedly treated with fluids, IV potassium, morphine for pain, and a heart medication while in the hospital. The patient stated her bg was 160mg/dl when she was discharged on (B)(6) 2013. During troubleshooting the patient stated that she did not see drops of insulin come from the tubing while priming or while performing an air bolus. The patient stated her bgs resolved with a site/set/cartridge change. The supplies were unavailable for troubleshooting as the incident occurred over a month previous to the contact with animas. While the patient attributed the bg issues to having the flu, there is indication of a potential cartridge issue since the patient did not see drops while priming and bgs resolved with a supply change. This complaint is being reported because the patient allegedly experienced severe hyperglycemia requiring medical intervention potentially related to an issue with the cartridge.

Manufacturer narrative:
The cartridge is unavailable for return as the incident occurred a month prior to contacting animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.